Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with cloudy effluent. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for the peritonitis. The treatment and outcome of the peritonitis event were not reported. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was reported to be on an unreported date in (B)(6) 2014. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).